Event description:
It was reported that pump experienced malfunction alarm with code malf 0 and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was assisted with resetting pump using provided reset instructions, and malfunction did not recur after reset, so customer was advised to continue using pump and to call back if malfunction appeared again, which customer acknowledged and understood.